Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hl6479 mfg date: 10/16/2014, exp date: 07/31/2019. Batch hmk279 mfg date: 11/24/2014, exp date: 07/31/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hl6479, batch hmk279.

Event description:
It was reported that the patient underwent pharyngeal flap procedure on (B)(6) 2015 and suture was used. On (B)(6) 2015, the patient experienced post-operative suture breakage. There was no adverse patient consequence reported. Additional information has been requested.